Event description:
It was reported by a clinical study database "the patient contacted the vad coordinator to report gum bleeding after deep cleaning that day. Most recent inr prior to dental work was(B)(6) 2015 was 3.4. He was instructed to decrease daily warfarin dose to 8mg daily (from 8mg alternating with 9mg). Repeat outpatient inr (B)(6) 2015 was 3.8. On (B)(6) 2015 he was admitted due to ongoing gum bleeding after presenting to the emergency department with fatigue and pre-syncope." The pump remains implanted. No other information is available at this time.

Manufacturer narrative:
Code not available for bleeding gums. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device remains implanted.